Event description:
Device malfunction: difficult to remove, wing bent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician performed arteriotomy closure using the starclose device after an unspecified interventional procedure. Resistance was felt during device removal and considerable force was used to remove the device from the artery. Reportedly, after removal, it was noted that the device had a wing bent but hemostasis was achieved with this device. No pt injury occurred and no add'l info is available.

Manufacturer narrative:
(B)(4).